Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7085348/7085343, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Despite multiple program optimization. No device malfunction suspected. The explanted device will not be return as it was retained by the facility.